Event description:
Title: result of a multicenter study on the physician-modified fenestrated and branched endovascular grafts for thoracoabdominal aneurysms. The aimed of this multicenter study was to evaluate the early and mid-term outcomes of pmegs in taaas repair across three china aortic centers. Between january 2017 and december 2021, a total of 186 patients were included in the study. These patients consist of 156 males with mean age 68.4 plus or minus 13.4 years. The used of embolism coil; cook medical inc., bloomington, ind. (From unknown manufacturer) with each fenestration was created using an ophthalmology cautery set to a fine setting. The loop, secured using locking 5-0 ethibond sutures (ethicon),the devices platforms included zenith tx2 (cook medical, bloomington, in), ankura (lifetech scientific, shenzhen, china) and hercules (microport, shanghai, china)devices, (from unknown manufacturer)which were selected based on availability and patient-specific anatomy, the v-18 wire was secured with 3-0 prolene loops suture(ethicon) .the fenestrations/ branches were secured with a self-expandable covered fluency stent graft (cr bard) and a viabahn stent graft (w.l. Gore & associates).with a mean follow-up of 3.4 plus or minus 1.3 years. Reported complications: 5-0 ethibond sutures (ethicon), 3-0 prolene loop suture(ethicon) -endoleak(n=17) treatment: not reported -branch stenosis/occlusion(n=7) treatment: not reported in conclusions, fenestrated and branched endovascular aneurysm repair using physician-modified endografts is a safe and effective treatment for patients with complex aortic aneurysms. Physician-modified endografts serve as a critical bridging strategy until custom-made devices become widely available. Early and mid-term outcomes are promising and comparable to those achieved with custom-made devices, highlighting the need for additional follow-up to confirm long-term efficacy.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: ann thorac surg. 2025 jun;119(6):1241-1248. Https://doi.org/10.1016/j.athoracsur.2025.01.025 epub 2025 feb 11. Pmid: 39947307.

Manufacturer narrative:
Product complaint # ==> (B)(4). Corrected information: b1, b2, h1 - additional information was received and it was reported that the event is not related to the device. Therefore, this medwatch report is being voided.